Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# rw3y9n, trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# kp5ym0, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# xw2tv0, size 4 accolade ii 127 deg; cat# 6721-0435; lot# 59388302, delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 59266602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported on (B)(6) 2017 patient had a primary right hip implant. Per the surgeon, due to the way patient crossed her legs while sitting, implant dislocated and had to be revised.